Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on posterior side assessed as an unidentified (tear) opening (shell thickness was within specification). Additional observations: red biological tissue in the gel and shell observed on the surface of the shell. Creases were observed. No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.